Event description:
It was reported that during the precleaning of the colonovideoscope, it was observed that the staff did not follow the sequential pre-cleaning steps. Specifically, the suction and air water channels were engaged simultaneously rather than independently. Additionally, precleaning of the auxiliary water channel, using either the automated flushing pump or the auxiliary washing tube, was omitted from the process. Although the endoscope was handled with care and transported to the reprocessing room in accordance with the olympus instructions for use, the initial bedside pre-cleaning was incomplete. During manual cleaning, the rinsing process was also non-compliant with the olympus instructions for use. The staff failed to fully submerge the endoscope in the rinse water and instead poured water over the exterior of the scope using a container. After the endoscope was loaded into the automated endoscope reprocessor, it was observed that the insertion tube was improperly positioned beneath heavier components, specifically the control body and the scope connector. After completion of the cycle, the endoscope remained in the same container from the automated endoscope reprocessor and was transferred to the drying cabinet while still in the same improper position. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.